Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 29mm navitor valve was implanted during a transcatheter aortic valve implantation using a flexnav delivery system. During the procedure after the valve was deployed, the patient experienced a widened qrs on electrocardiogram (EKG). The patient did not have a history of this arrhythmia. There was calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the valve was 4mm. On (B)(6)2023, a permanent pacemaker was implanted. The patient was discharged.

Manufacturer narrative:
An event of widened qrs on electrocardiogram (EKG) was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a